Event description:
Customer reportedly obtained a result of 3.1 inr on the coaguchek pst system and 4.1 inr on the coaguchek xs system during duplicate testing. Result of 3.1 inr was reported to the doctor and medications were not changed. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in the coaguchek xs system. Reference medwatch for suspect device in the coaguchek pst system